Manufacturer narrative:
The report received from the affiliate states that there was a dissection of the left renal artery during placement of the guiding catheter. This was observed after successful ablation in one location (4 lesions) during final contrast agent x-ray visualization. The therapy for the dissection is the following: heparin for two days, ultrasound flow control measurements after those two days. There is no further information available: no patient record, no therapy protocol, all used products have already been discarded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Arterial dissection is a known adverse event associated with percutaneous procedures and is stated as such in the IFU for the guiding catheter. With the limited information provided it is not possible to determine if the event occurred as a result of the guiding catheter or the ablation. There is nothing in the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The report received from the affiliate states that there was a dissection of the left renal artery during placement of the guiding catheter. This was observed after successful ablation in one location (4 lesions) during final contrast agent x-ray visualization. The therapy for the dissection is the following: heparin for two days, ultrasound flow control measurements after those two days. There is no further information available: no patient record, no therapy protocol, all used products have already been discarded.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.